Event description:
So much pain [pain], trouble sleeping [insomnia], felt like I had a ball in back of my knees [arthropathy], trouble bending my knees to go to the toilet [joint range of motion decreased], trouble walking [gait disturbance], thighs swollen [oedema peripheral], knees swollen [joint swelling]. Case description: spontaneous report received on 21-sep-2009 from a female pt with a history of previous synvisc injections, (B)(6), who experienced so much pain, trouble bending her knees, trouble walking, trouble sleeping, swollen thighs, swollen knees and felt like she had a ball in back of her knees after receiving synvisc-one. The patient received synvisc about five times before (unspecified dates and location) and reported that she couldn't say enough about how they helped her for six months at a time. On (B)(6) 2009, the patient received an unspecified number of synvisc-one injections in (an) unspecified location(s). She reported that she had never been in so much pain and that the pain lasted for two months. She had trouble bending her knees to go to the toilet and had to get a special seat, plus she had trouble walking and sleeping. She reported that it felt like she had a ball in back of her knees and that her thighs were swollen "so bad." She had to ice her legs three times a day and her physician gave her steroids (unspecified) to reduce swelling. At the time of this report the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.